Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via an unspecified vessel in the arm. The target lesion was located in the left subclavian artery. A 7.0x30x75cm express® ld iliac / biliary stents was advanced to treat the lesion. However, while inside the artery, the stent came off of the balloon. The physician went into struggle and ended up sticking the groin. A flushing technique was performed with one unspecified wire and a smaller balloon catheter was used to get into the dislodged stent and was then expanded at 12 atmospheres. The procedure was completed with a different device. No patient complications were reported and patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).